Event description:
It was reported the lead had a continuous rise in impedance over time. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.